Event description:
It was reported that during procedure inside the patient, the subject balloon was torn. There was no impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device did not reveal any anomalies. During testing, the device was unable to be flushed, nor was a 0.0166¿ patency mandrel able to be advanced beyond half way through the balloon catheter due to solidified contrast media within. The contrast was unable to be removed from the device therefore the balloon catheter was cut towards the distal end in an attempt to inflate the balloon. The balloon was inflated and was noted to be leaking. During device analysis, it was confirmed that the guidewire lumen was blocked by clear substance which was most likely crystallized contrast solution. In this case it is possible that continuous flush was not maintained leading to the reported issue; this however cannot be proven. It is also possible that the contrast solution crystallized inside the lumen after the procedure resulting in the as analyzed defect of catheter blocked/occluded. In the case of this complaint the balloon got damaged during the procedure inside the patient. This was most likely due to some procedural/anatomical factors encountered during use. Based on the information available and analysis of the device, it is likely that procedural factors contributed to the reported and observed damages limiting the performance of the device during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during procedure inside the patient, the subject balloon was torn. There was no impact to the patient.